Event description:
It was reported with the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was missing the barcoded product label when removing from the carton box. In addition, the customer observed skewed barcoded labels on other tubes making the barcode difficult for equipment to scan. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4066760 was satisfactory and no quality notifications were generated during manufacturing or inspection. Formulation, filling, and autoclaving processes were within specifications. In process checks are performed during manufacturing at designated intervals per procedures. Qc inspection and testing were satisfactory at time of release. The labeling process for material 245122 includes label reconciliation where the total number of labels issued is reconciled with the total quantity of labels used on (cartons/bottles/tubes/etc.), used in the batch history record, rejected and unused. Any discrepancies must be within allowable limits specified in the labeling control procedure. The label reconciliation for batch 4066760 shows there was no shortage or excess of labels after manufacturing. This review does not support the incidence of missing labels described by the customer. The complaint history was reviewed, and no other complaints have been taken on this batch for labeling. Retention samples were not inspected due to the nature of this complaint. There were two (2) pictures available to support this complaint. The photos show a tube without a label and a carton label for batch 4066760 with expiration 2025-08-31. There were no returns available to assist with this investigation. This complaint can be confirmed for missing label, but not crimpled label. No complaint trends have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported with the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, one (1) tube was missing the barcoded product label when removing from the carton box. In addition, the customer observed skewed barcoded labels on other tubes making the barcode difficult for equipment to scan. There were no health impact or consequences reported.